Manufacturer narrative:
The reported low impedance and output anomaly alerts were confirmed in the device diagnostics. The device was tested on the bench and on our automated testing equipment. Device tested normal. No anomalies were found.

Event description:
It was reported that a symptomatic patient presented in-clinic for device check after receiving therapy. Upon interrogation, an alert was received for potential hv lead issue, with a corresponding aborted hv charge. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.